Event description:
It was reported to philips that the system could not boot up. The device was outside if clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and found that the system could not boot up. Upon troubleshooting, the rse guided the customer to check the power supply from the hospital and identified that the power supply switch had been turned off by the customer and was not turned back on. To resolve the issue, the power supply was restored, and the system functioned as intended without any issues. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no problem with the device, and the issue occurred due to an external power supply. User switch off the power switch which result the reported issue. The codes were updated based on the investigation outcome.